Manufacturer narrative:
Conclusion information: due to the fact that we received the return with a significant delay after the complaint was completed (without a sample), a meaningful analysis is not possible. The proliferation of microbiological organisms (fungi, mold, etc.) Due to prolonged storage before return for examination means that a meaningful analyses of the malfunction by us is impossible. Regarding similar complaints where we could examine the products, we could determine that the most frequent cause for a deterioration in the function of the product are deposits caused by natural substances in the cerebrospinal fluid, e.g. Protein, blood or tissue particles. These are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of organic material can affect the integrity of the valve if aggregated in the valve. The release for testing is also not included. An application for release would result in further delays in testing. A traceability check has been carried out with the return shipment and showed no deviations. Actions: no further actions are required as a result of the complaint. If you have further questions, please contact the vigilance team by mail complaints@miethke.com. Return of the product: we will return the product without examination to the submitter for our relief.

Event description:
The sample was returned to the manufacturer. No patient complications were reported as a result of the revision procedure.

Event description:
The sample was not returned for evaluation to the manufacturer.

Manufacturer narrative:
An investigation was not possible, because no product was return for investigation. Based on the product documentation, we can exclude a defect at the time of delivery of the progav 2.0 shunt system, our traceability indicates that all products of the lot in question were in perfect condition. Regarding similar complaints where we could examine the products, we could determine that the most frequent cause for a deterioration in the function of the product are deposits caused by natural substances in the cerebrospinal fluid, e.g. Protein, blood or tissue particles. These are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of organic material can affect the integrity of the valve if aggregated in the valve. A final clarification of the cause what has led to the "underdrainage" and "adjustment difficulties" is only possible by an examination. Unfortunately, due to the missing sample, we are unable to provide a meaningful analysis.

Manufacturer narrative:
Manufacturing site evaluation: no product received to date. Should relevant additional information/investigation results become available, an additional medwatch report will be submitted.

Event description:
It was reported that a progav 2.0 shunt system (#fx440-t) was implanted. According to the complainant, the shunt system showed adjustment difficulties. The patient underwent a revision procedure. The complainant device has not yet returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure.